Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided patient x-rays and intra-operative photograph have been reviewed. In the photograph it is possible to confirm the reported notch in the material of the femoral stem. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided. H6 investigation conclusions code: appropriate term/code not available (d17) used to capture cause cannot be traced to device (d10).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had right hip pain. At revision, the surgeon noted that cup and excessive anteversion spine was stiff. Black tissue was noted. The surgeon stated characteristic of titanium debris. Neck of stem was noted to have notch, caused by impingement of neck on metal liner. Doi: approx 10 years ago, dor: (B)(6) 2021; affected side: right hip.